Manufacturer narrative:
Complete information for section patient identifier: (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported false positive architect b-hcg results on two patients. The results provided were: on (B)(6) 2021 (B)(4), initial = 411.38miu/ml (greater than equal to 25.00miu/ml= positive)/retest on (B)(6) 2021 = less than 1.20miu/ml (less than 5.00miu/ml = negative). Additional patient results provided on (B)(6) 2021 (B)(4), initial = 4155.31miu/ml/retest on (B)(6) 2021= less than 1.20miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false elevated results for two patients when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the product. Device history record review did not identify any non-conformances or deviations with lot 23292ui00. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Labeling review concluded that the issue is adequately addressed. Based on the investigation no systemic issue or deficiency of the architect total b-hcg reagent, lot 23292ui00 was identified.